Event description:
The user facility reported a water leak from their amsco 400 steam sterilizer. No injuries or procedural delays were reported.

Manufacturer narrative:
A steris service technician arrived at the user facility, inspected the sterilizer, and confirmed that a broken bolt on the water manifold caused the leak. The technician replaced the broken bolt and returned the unit to operation. The current water psi that the facility is providing for their sterilizers is 70 psi. They are in the process of installing pressure reducers to lower the psi, which should be between 30 and 50 for this unit. The operator manual (pp. 3-1) states that water pressure for the sterilizer must be between 30-50 psi. It also mentions that a regulator must be installed if the water pressure exceeds this amount.